Event description:
It was reported the coil could not be detached after several attempts. Upon removal, the coil detached in the pt's parent vessel. The physician was able to retrieve the coil. No pt injury reported.

Manufacturer narrative:
The device was returned for eval and the implant coil was found detached. (B)(4).